Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away at home. The caller state that the cause of death is unknown and under investigation. The customer was not wearing the insulin pump at the time of passing. The caller stated the customer passed in their sleep while in bed, and the insulin pump was in the bathroom. It was unknown how long the customer had been disconnected from the insulin pump. Continuous glucose monitoring was not worn at the time of event. The caller did not know of any health issues or illness that may have contributed to the passing other than the customer had attention deficit hyperactivity disorder. The caller declined to return the insulin pump for analysis as the police had the insulin pump. The caller advised the police would keep the insulin pump for about two years.